Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer was assisted to turning off the auto mode to give manual bolus. Customer requested to call her back after an hour, since during the call the healthcare professional of the customer called and asked them to do some things to lower the blood glucose level. The insulin pump was not returned for analysis.